Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removal and issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media essure removal issues and allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removal and issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - essure removal issues and allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.